Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a zelante thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector was an indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the left iliac vein. The device was placed into the target lesion. After about 24 seconds of aspiration, an error message to check saline supply displayed. The error kept appearing. They had tried to cancel the alarm and reset it a couple of times. When they opened the tray, a leak was observed in the pump. The angiojet® zelantedvt¿ catheter was replaced with a solent proxi catheter and the procedure was completed. The physician decided to drip the patient overnight with tissue plasminogen activator (tpa) with the catheter, so the patient was still in the hospital but was doing fine. There were no patient complications and the patient was noted to be okay.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the left iliac vein. The device was placed into the target lesion. After about 24 seconds of aspiration, an error message to check saline supply displayed. The error kept appearing. They had tried to cancel the alarm and reset it a couple of times. When they opened the tray, a leak was observed in the pump. The angiojet® zelantedvt¿ catheter was replaced with a solent proxi catheter and the procedure was completed. The physician decided to drip the patient overnight with tissue plasminogen activator (tpa) with the catheter, so the patient was still in the hospital but was doing fine. There were no patient complications and the patient was noted to be okay.